Event description:
Related manufacturer reference numbers: 2017865-2022-13442. It was reported that the patient presented with high defibrillating impedance on the implantable cardioverter defibrillator and the right ventricular lead. Further information was requested but not received.